Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator's touchscreen issues. There was no harm or injury reported. The device has not been returned to the manufacturer. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display needs to be replaced to address the issue. Customer is taking responsibility to correct/repair the device.

Event description:
The manufacturer received information alleging a ventilator's touchscreen issues. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.